Event description:
The customer states that the device failed to deliver a 200 joule shock. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up will be submitted upon completion of the investigation.